Event description:
It was reported that the pt may have an inflammatory mass. The pt initially was on morphine and then saline was put into the pump. The pt has morphine in the pump again and dose was increased from mg/day to 6 mg/day. The pt had moved to a different state and was in the process of finding an unable to f/u with contact info provided, no add'l info was obtained.

Manufacturer narrative:
As the pump model # was unk, it was not possible to determine which of the following zs apply to this report.